Event description:
The event is reported as: the customer alleges that during pt use; a foreign object which appears to be part of the filter was inhaled by the pt. The customer reports that the object was spit out by the pt. No intervention needed. Pt condition reported as good.

Manufacturer narrative:
Visual inspection. From the picture it was observed that the "filter was loose". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the device product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. Assessment of fmea (product/process) was conducted and no changes were required. Although from the picture it was observed that the filter was loose, the complaint cannot be confirmed and a conclusive root cause determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.